Event description:
It was reported to covidien on 10/20/2009, that a customer had an issue with a dialysis catheter. Customer states that on (B) (6) 2009, the palindrome kit was used. On (B) (6) 2009, the hospital found that the proximal end of the guide wire had not been removed from the patient body. They immediately took the part out and the incident did not cause any harm to the patient. They accessed from femoral vein, hooked the piece of guidewire to remove.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.